Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapy. An alert for high voltage circuit damage and possible high voltage lead issue. Low, out of range hv lead impedance was noted. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.